Event description:
Information received by medtronic indicated that customer stated the water came inside of the insulin pump and did not light up anymore. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked case above the lock icon at the battery compartment and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, replace unexpected battery alert, or unexpected replace battery now alarm noted in the pump trace download. History download was successful using thus. Below is the battery out limit alarms and time reset listed on the event date in the pump history file. The battery out limit alarms were expected due to the time reset. 01/01/2009 00:00:01.000 time reset. 08/06/2021 13:17:11.000 alarm alert notification fault number = batt out limit(6). 08/06/2021 13:18:22.000 alarm alert notification fault number = batt out limit(6). 08/06/2021 13:18:33.000 alarm alert notification fault number = batt out limit(6). The pump powered up properly after the test battery was inserted. The pump was monitored during testing for 3 hours. No blank display anomaly noted. The pump was cut opened. During visual inspection, the electronic assembly, motor and force sensor had moisture damage. Cosmetic damage was confirmed at the pump case. Moisture damage was confirmed. Blank display anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.